Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states caller was a pride tech and was calling in to troubleshoot model m91 chair, joystick error code 6 flash and the chair would drive in a circle veering to the right.